Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that despite using different usb cables and wall adapters the pump did not charge. There was no impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.